Event description:
It was reported that the patient experienced pump malfunction with inflating the cylinders with an inflatable penile prosthesis (ipp). Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. It was further reported that the tubing between pump and the right cylinder there was a break resulting in fluid loss. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted on (B)(6) 2019.

Manufacturer narrative:
Event: it was further reported that the tubing between pump and the right cylinder there was a break resulting in fluid loss. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted on (B)(6) 2019.

Event description:
It was reported that the patient experienced pump malfunction with inflating the cylinders with an inflatable penile prosthesis (ipp). Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.